Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that incomplete occlusion occurred with the PICC on the right side of the patient. The patient suffered from breast cancer and had a PICC catheter placed on (B)(6) 2019 to protect peripheral blood vessels. On (B)(6) 2019, the PICC on the right side of the patient was found to be incompletely blocked, and no swelling was seen in the right upper limb. Immediately performed thrombolysis following to the doctor¿s advice: 100 ml 0.9% sodium chloride + urokinase 200,000 u intravenously 1 time/day. Meanwhile, the length of the catheter was adjusted. Then, the catheter had good patency. On (B)(6), the patient's adverse symptoms improved.